Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during an unspecified procedure, the doctor attempted to use the coagulate feature with handpiece but it did not work. The doctor replaced with the handpiece and completed the intended procedure. There was no patient injured reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). Please the updates in sections: g4, g7, h2 and h10. The record indicates that the device will not be returned to olympus for evaluation. The package-level (hacf0533 fr863088) and device-level (p6000170-001 fr862153) dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated ncrs or recorded process deviations relating to the reported failure. A total of 2 devices were scrapped after failing continuity/capacitance and dielectric electrical testing. A note written in the DHR indicates that a damaged handle due to improper assembly led to these 2 failures. No additional non-conformances were noted. The device IFU provides instruction for testing prior to surgery and instructs the user to "pre-test the device to verify complete electrical activity and generator setting." If the device does not function as expected during pre-use inspection, "do not use the device and call gyrus acmi customer service." Based upon the information available and a review of manufacturing records, the root cause of the reported failure cannot be determined. Manufacturing records suggest although two devices were scrapped due to a failed electrical continuity test, the device in question met final acceptance criteria which includes visual inspection, functional test and electrical continuity tests per published manufacturing procedure.